Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reported phone number and/or email address unavailable. No investigation possible, as no parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system battery has a lower voltage than expected. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
On 09/12/2016, new information was received that the imaging system only needed to be charged which clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.